Event description:
We received an allegation about discrepant results for 1 patient's serum sample tested with elecsys hcg+b assay on a cobas e411 rack when compared to a cobas e801 analytical unit. On (B)(6) 2023: initial result: 2.01 miu/ml. The physician questioned the result as it did not match the patient's clinical diagnosis. The sample was then repeated. On (B)(6) 2023: 1st repeat result: 0.100 miu/ml (accompanied with a data flag and was tested on the same e411 immunoanalyzer). 2nd repeat result: 1523 miu/ml (tested on e801 analyzer). The 2nd repeat result of 1523 miu/ml was deemed to be correct.

Manufacturer narrative:
The hcg+b reagent lot number was 6443770. The expiration date was not provided. The field service engineer (fse) found the cause to be the sample/reagent probe. The fse replaced the sample/reagent probe, checked the adjustments and verified the low liquid detection voltage. The fes verified the instrument by checking the low liquid detection, checking the sample position and the sampling position at the cup. He also did a performance check and the instrument was working within specifications. The service actions (replacing the sample/reagent probe) resolved the issue.